Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported upon assessment of cvc, the "center pressure injectable lumen is abnormal/stretched". It was reported the line was likely to have been damaged during pressure injection and the lumen appears to have "ballooned just past hub, but returns to normal prior to the triangular stabilization device". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#1(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Ithout the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported upon assessment of cvc, the "center pressure injectable lumen is abnormal/stretched". It was reported the line was likely to have been damaged during pressure injection and the lumen appears to have "ballooned just past hub, but returns to normal prior to the triangular stabilization device". No patient harm reported. The patient's condition is reported as fine.